Manufacturer narrative:
The hp's family received MFR's urgent device correction letter dated 11/2/2004 regarding reports of patients receiving a shock when using the homechoice devices. The letter states "while the likelihood of this type of event occurring is remote, it does present a potential risk to health due to shock. If you experience any difficulty turning your device on or off or, if you notice that the power switch is loose, please immediately unplug the unit and contact MFR's global technical service (bgts) for immediate assistance." See attached letter for additional details.

Event description:
The daughter of the home patient (hp) reported that she may have experienced an electric shock when turning off/on the homechoice pro cycler. The hp's daughter received baxter's letter regarding the possibility of electrical shock. The letter advised the customer to contact baxter if further assistance is necessary, which the hp's daughter did. The hp's daughter requested a replacement cycler and reported, she may have previously experienced an electrical shock. The hp's daughter noted that the power switch was loose and difficult at times to turn on. There was no injury or medical intervention as a result of this incident.